Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was inserted into a patient's eye, a trailing haptic was stuck on the backside of the optic during release of the haptic, capsular bag was scratched and cracked a bit. The surgery was completed without product replacement and the lens still remains in the patients eye. There was no medical treatment given to the patient especially. The patient was in observation.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only video was received and the reported complaint was observed on the returned video. Returned video shows procedure of an intraocular lens (iol) implantation with company device. However, only the nozzle tip is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The iol is inserted in the eye. The trailing haptic is observed to be under the optic and unfolds within a few seconds with the help of additional surgical instrument. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).